Event description:
It was reported by service report that the fowler was stuck in the lowest position and the foot jack would not go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.